Event description:
This was a lead extraction case to remove one rv lead (teletronics (st. Jude medical, model 330-801). The physician prepped the lead with an lld-ez, and began the case with a 14f glidelight laser catheter. The patient's blood pressure fluctuated early in the case, and at times was noted to be high. The 14f glidelight stopped advancing distal to the lead, so the physician upsized to a 16f glidelight laser catheter. The extraction was successful, but it was noted that the patient's blood pressure was gradually decreasing. A CT surgeon was called and a stat echo was ordered. Pressors were administered and the bp momentarily increased. The bp again began to decrease, despite anesthesia administering medications. The CT surgeon was in the room discussing the preceding events and assessing the potential injury. The tee showed no significant pleural effusion. A chest x-ray was ordered and the CT surgeon noted that the patient was hypertensive. The tee showed no significant indication of tamponade and the rv was 'under filled'. The chest x-ray showed blood in the right chest. A sternotomy was performed, and the CT surgeon located the injury in the innominate/svc area. The patient was placed on bypass and the injury was repaired. The patient was recovering.